Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie faliure. A field service engineer confirmed pharmacy replaced cubie pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3.1-pocket d3 was not functioning. The customer reported that this issue arose when a user attempted to dispense medication to a patient, although there was no delay in the patient's medication administration. There were no adverse events or injuries reported based on this incident.